Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm on the insulin pump. Customer¿s blood glucose level was 400 mg/dl. Customer treated their high blood glucose level via manual injection. Customer advised they were using medical daily insulin and the no delivery alarm occurred during basal and bolus delivery. Customer performed the motor displacement test and passed. Customer changed out their entire infusion set and reservoir. Customer was advised replacement infusion sets and reservoirs would be sent out.